Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Communication failures 11 / page 134: when you send an instruction from the pdm¿such as start to begin bolus delivery or enable to begin using a different basal program¿the pod usually responds quickly. However, if the pdm cannot send your instruction within a few seconds, it displays the ¿communication error¿ screen.

Event description:
The patient reported the pod generated a communication error during operation (code unavailable) after wearing the pod for between 4 and 24 hours on the arm. He also reported that he felt nauseous and had to be hospitalized. He did not provide any further information regarding the hospitalization or his treatment.